Manufacturer narrative:
No analysis could be performed since lot numbers are unknown and devices are not available for inspection.

Event description:
Revision surgery for stem loosening. The stem, the head and liner have been revised successfully. No additional info are available.